Event description:
I received a letter and replacement for tubing for my insulin pump. The letter explained that the tubing in the particular lot I was sent in my last order had been found to give out either too much insulin or too little insulin and there was a recall for that lot. I had noticed any problems personally. I sent back the specific lot number requested and the company stated they will send replacements. The have already sent enough to cover one month. Frequency: change very 3 day. Route: ID. Dates of use: past 2 years. Diagnosis: better diabetes control. Medtronic minimed insulin pump. I was taught how to use it about 2 years ago and have had no problems with it.